Event description:
A female received 1 unit of op-1 implant combined with 5cc's of calstrux for a c2-c7 corpectomy for spondylotic cord compression, with stabilization by cervical rod and buttress prosthesis. Approx half of the combined products was applied to the ends of the titanium rod and buttress end and the vertebral endplate. Some residual putty was placed at the sides of each buttress. The surgery was described as a 90 minute uncomplicated procedure. The pt began to complain of dysphagia and dysphonia 18 hours post-op. Subtotal respiratory obstruction developed at 30 hours post-op. And mandated intubation and emergency re-exploration of the neck wound. Widespread "medical bleeding" from capillaries throughout the dissected neck tissues was observed. The putty had apparently liquefied and dispersed. The pt recovered. The surgeon suspects the events were related to the use of the products. Add'l info will be requested.